Event description:
Pyxis opened to prepare medications as part of pre-brief for open heart surgery. The inventory levels as shown in the drawer for heparin, etomidate, protamine sulfate, pancuronium bromide were zero. All the medications had to be obtained for pt from other machines in other or rooms. The pyxis software was updated the night before. The list of medications needed filled did not print as planned for two of the operating rooms. Company contacted and worked on software correcting the problem.